Manufacturer narrative:
(B)(4): the customer reported they were unable to acquire an etco2 numeric and waveform during a pt event. There was no report of negative pt impact. The device was evaluated at philips. The reported symptom was not duplicated but there were numerous etco2 off messages indicated on the event summary. The etco2 module was replaced. The device passed all testing and was returned to the customer.

Event description:
The customer reported they were unable to acquire an etco2 numeric and waveform during a pt event. There was no report of negative pt impact.